Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed. A field service engineer remotely accessed the device, and all issues were successfully resolved. No other issues were present. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed repeatedly. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.